Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the pump was in the customer's pocket at the time of the alarm. Customer was unsuccessful in clearing the alarm. Customer reported a blood glucose (bg) level of 204(mg/dl). Customer indicated that insulin injections would be used to treat bg level until replacement pump is received.